Manufacturer narrative:
(B)(4). Evaluation summary: the device was discarded and was not returned. Only the suture was returned. The reported sutured back arterial wall to front arterial wall could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned suture, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported sutured back wall to front wall could not be determined. A conclusive cause for the reported occlusion could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was completed using a proglide device with a 6f sheath after a peripheral artery occlusive disease interventional procedure. Hemostasis was achieved with the sutures of the proglide. Reportedly, after the closure procedure was completed, the patient's lower limb became occlusive. The physician removed the suture that was observed occluding the artery and performed percutaneous transluminal angioplasty to treat the occlusion. The physician is reportedly trained in the use of the proglide device. No additional information was provided.